Manufacturer narrative:
One 5.5 twinfix ultra ha anchor assembly was returned for evaluation. Visual assessment confirmed the reported breakage. The anchor has broken at the suture eyelet. A large portion of the anchor was not returned making dimensional assessment prohibitive. The inserter tines are bent and twisted. Clinical details regarding site preparation were not supplied. The condition of the device indicates the anchor was subjected to excessive force and off axis insertion. Establish axial alignment of the suture anchor to the insertion site. While supporting the insertion site, rotate the anchor clockwise into the site. Continue rotating the anchor until desired placement is achieved by visual inspection. Breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device.

Event description:
It was reported that at the moment of the implantation, the anchors got broken. All the particles ( broken pieces) were removed with a grasper clamp and shaver. There were no patient injuries or delay reported. Back-up device was available to complete the surgery.